Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). A device history record (DHR) review was performed for part # 338,200, lot # 1698769: manufacturing site: (B)(4), manufacturing date: 22. June 2007: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a short connecting screw was sent back to the affiliate with a repair request. It is unknown how or when this happened. It is assumed that the device broke under usual wear and tear. During the manufacturer¿s initial inspection of the received part it was detected that the threaded part of the shaft is broken off. The fragment was not sent back for evaluation. This report is for one (1) dhs®/dcs® coupling screw this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Customer quality investigation of the returned device: the threaded part of the received connection screw is broken off, the fragment was not sent back for evaluation. The device is in general in an often used condition, there are clearly visible stress marks at the shaft and the remaining thread flanks are strongly worn. Due to these damages the relevant dimensions cannot be verified anymore. Therefore the manufacturing documents were reviewed and no complaint related issues could be detected. This connection screw was manufactured in june 2007 with a lot size of (B)(4) pieces according to the specification and we are not aware of any other complaint for this article- and lot number combination. These findings speak against a manufacturing related issue. There was no information about how or when the device broke provided, therefore the exact cause of this occurrence cannot be defined. The visual inspection has shown that the device was bent before it broke, which is an indication that too much lateral stress did lead to the breakage. Wear and tear over the 10 years lifespan may also have played a certain role DHR review, no findings. Chu evaluation, no findings. There was no information about how or when the device broke provided, therefore the exact cause of this occurrence cannot be defined. The visual inspection has shown that the device was bent before it broke, which is an indication that too much lateral stress did lead to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.